Manufacturer narrative:
Two pieces of the same reference involved in this case. Lots will not be available as the products were thrown away.

Event description:
While drilling for a screw the drill bit broke. The surgeon used a secondary drill bit which also broke. At this time the surgeon decided not to implant a screw. There was a 5 minute delay in surgery. The surgery was completed successfully.